Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be telemetered despite the use of several programmers. A 'telemetry-range' message was displayed. No tones could be obtained with the application of a magnet.